Event description:
Customer reported no reactivity with vss231 and a patient sample with a known anti-kell. Patient with a known anti-kell returned to the hospital. Both the antibody screen using vss231 and testing with 0.8% resolve panel a were negative. Customer tested the patient sample against kell positive cells from a 0.8% resolve panel b. Reactivity of 1+ was observed. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.